Event description:
Sales representative states that during a shoulder arthroscopy/decompression procedure, the surgeon removed the outer sheath of the blade to insert the switching stick and discovered that the end of the sheath was extremely sharp. There appeared to be a 2mm cut in the skin of the patient. The surgeon has used these blades for the last 10 to 12 years. Additional information received from sales rep on 10/12/2005 indicates that the cut was in the area of the incision and no treatment had to be administered.

Manufacturer narrative:
Not product is being returned for evaluation therefore, no determination could be made for the reported device failure.